Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient fell on their back two weeks ago ((B)(6) 2017). The patient stated that they charged their ins this saturday ((B)(6) 2017) and for two days now ((B)(6) 2017) their device was not working. It was reported that the device was on and the patient turned the stimulation up from 3v to 4.25v, but they were not feeling stimulation and had a return of pain. It was stated that they could only feel very light stimulation above their knees, but they could not feel stimulation anywhere else that they used to be able to feel it. It was reported that they used to feel stimulation in their fingers when they stood up straight, but now they no longer felt it there. It was also reported that when the patient leans over backwards they feel it ¿overdoes it,¿ or they feel the stimulation stronger. Then when the patient moves a very tiny bit, the stimulation is almost non-existent. The patient was redirected to follow-up with their healthcare provider to have their device checked as the fall could have affected the device components. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-dec-11 reporting that they met with the patient and was able to program in order to give them some working programs. There was some impedance with one of their leads and they worked around that. The patient¿s health careprovider (hcp) had left, and the patient was waiting to see the new hcp when they started in (B)(6). No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturer¿s representative (rep). It was reported the device has not been working for going on 8 months now. The patient stated the left side doesn¿t work. The patient said the lead had fallen and came loose and now was rubbing on their spine. The patient can reach around and feel it. The patient stated program a and b don¿t work and program c only works on the right side. The device was not taking care of the pain on their left side at all. The rep stated they would reach out to the patient. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2018 reporting that one lead was out of range with an impedance level over 10,000 for all electrodes and the other lead had 2 electrodes that were also out of therapeutic range. The manufacturer representative turned those electrodes off and programmed around them so that the patient had a working program. It was unknown when the hcp appointment was scheduled for after multiple attempts to gain the information. There were no known interventions planned or performed at the time of the report. It was stated that the manufacturer representative was not aware of any interventions and that it would only be if the doctor feels that they should move forward with changing out the lead or battery. No further complications were reported.